Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient started getting undesired stimulation in the ribs, chest and abdomen due to lead migration which was confirmed through x-ray. The patient underwent a revision procedure wherein the lead was moved to the desired location. The patient was doing well postoperatively. The lead remains implanted in the patients body.